Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable pacemaker exhibited high right ventricular (rv) impedance measurements of greater than 2000 ohms. It was 1500 ohms in unipolar. There was also rv noise and oversensing noted. Troubleshooting options were discussed. A surgical revision was performed and the lead was noted to have a palpable notch and subclavian crush on the lead was noted. The patient received a new lead. No adverse patient effects were reported. The device remains in service.